Manufacturer narrative:
Device evaluation: the probe was visually inspected and was noted to be broken on the clamp shell end of the probe.

Event description:
It was reported that during an ablation procedure, the laser light could not be seen at the tip of the probe after the fiber was plugged in. It was also noted there was laser light seen along the fiber cable. There were no patient complications reported in relation to this event.